Event description:
According to the customer: "during recirculation after priming (closed loop / circuit, priming content ringerlactaat and followed the IFU) there was air seen in the pumphead (upper inflow level) and also on the arterial side of the oxy. After reattaching the priming bag and again de-airing of the system the air was seen again on both sides. We decided to change out the hls set in total. New set was primed and this was ok."

Manufacturer narrative:
The product was received for manufacturer's laboratory investigation. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available. The product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is under 510 (k): k101153.